Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed an alert for right ventricular automatic threshold (rvat) test detected as greater than programmed amplitude or suspended. The health care professional reported a manual threshold test was completed. Loss of capture was observed without backup packing. Technical services (ts) advised the rvat test has not been successful since implant. Ts advised rvat tests were unsuccessful due to intrinsic beats. Additional information has been requested but not provided. Due diligence completed. This crt-d remains in service. No adverse patient effects were reported.